Manufacturer narrative:
The reported event that the tip of a «cannulated drill asnis iii ø2.7mm ao fitting» broke during the drilling, could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. Since the actual ¿cannulated drill asnis iii ø2.7mm ao fitting¿ was not returned, and the lot no was not communicated, a visual and manufacturing inspection could not be performed. It was reported that the device was part of a loaner kit, which indicates that it has experienced a lot of usage, sterilization processes and transportation throughout the years and all these procedures can definitely affect its integrity. Therefore, users should always read the instructions provided before using a specific instrument. As per IFU (v15011), ¿ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument! [¿] users have to ensure the cleanliness of the cannulation of the instrument pre-, inter- and post operatively to make sure that bone debris does not accumulate and to reduce the risk of instruments binding on the guide wire. [¿] only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. [¿] always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. [¿] ensure that drilling and cutting tools are sharp. [¿] before every operation, ensure that all devices to be used during the operation function correctly with each other. [¿] in the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure. [¿] reusable instruments must be cleaned directly after usage.¿ if the drill has not been used carefully and under appropriate cleaning conditions, it is quite possible that its integrity has been compromised, which is definitely a deviation from the specifications. As per op. Tech. (Asnisiii_optech), ''care should be taken to utilize the cleaning stylet for inter and postoperative cleaning of cannulations. Correct inter-operative use of this instrument prevents accumulation of debris. [¿] in dense cortical bone pre-drilling with the cannulated drill ø2.7mm (702449) and use of the cannulated tap ø4.0mm (702454) is recommended, especially when placing oblique screws. [¿] if the guide wire is jammed in the cannulation of the drill or the tap due to any reason there is an increased risk of perforation of the guide wire into the small pelvis possibly causing life threatening injuries of internal organs.'' Based on investigation, the root cause could be attributed to a user related issue. However, please note that more detailed information about the complaint event as well as the affected devices must be available in order to determine the exact root cause. A review of the device history for the reported lot was not possible because the lot number of the device was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. If the device is returned or if any additional information is provided, the investigation will be reassessed. Device was not return.

Event description:
It was reported that the bone was not able to be drilled with asnis cannulated drill over guidewire and the tip of the drill was broken. Therefore, all the broken fragment was removed and the drill was changed to the other one and the operation was finished.